Event description:
Information was received from a consumer in regard to a patient receiving fentanyl (5,000 mcg/ml, unknown dose) in an implantable in fusion pump for non-malignant pain and degenerative disc disease/herniated disc pain. The pump was refilled on (B)(6) 2016 with saline and the patient was told to find a different surgeon. It was further stated upon return from the pain center, "there should have been medication in the pump and there is nothing in there." (It was unclear if the patient was alleging if the pump was empty prior to refill or if there was dissatisfaction with saline being in the pump. Further follow-up was conducted to verify.) It was also noted the pump was "moving all over the place." The patient requested healthcare provider (hcp) listings. The current hcp wanted a manufacturer representative to check the pump. The patient was instructed the hcp would have to make those arrangements. The patient would tell the hcp this when he picks up his prescriptions. There were no symptoms reported.

Event description:
Additional information was received from a consumer regarding the patient's implantable infusion pump for non-malignant pain and degenrative disc disease/ herniated disc pain. It was reported on (B)(6) 2016 that the patient stated her pain management (pump) was turned off because she had problems with it. The patient stated she went to have it refilled and when they went to take the old stuff out, there was nothing left in it. She decided to leave it empty because she was having hip replacement surgery on (B)(6) 2016. The patient was being medicated through the pump with fentanyl at a concentration of 500ml and an unknown dose. The patient's status is unknown. There were no symptoms reported.

Manufacturer narrative:
(B)(4) no longer applies. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's pump "fell out" where it was stitched. The patient confirmed the pump actually came out of the skin. The pump was removed and the patient had no pump in the body as of (B)(6)2019. There were no further complications reported at this time.

Event description:
It was stated that the hip replacement surgery was not related to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.